Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of birth: only the patient's age was provided therefore a default date of birth has been listed. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd tubing set experienced component separation and leakage. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. Tubing broke while fluids were infusing in patient. The break happened below the lumen connection site.

Manufacturer narrative:
H.6. Investigation: one used primary set was received by the customer for investigation. Upon visual inspection, it could be observed that the tubing had disconnected from the male luer. The expected male luer was not received. No other defects were observed. The customer's complaint that tubing broke while fluids were infusing was verified. A device history record review could not be performed because a model or lot number was not provided by the customer. Visual inspection under magnification was performed on tubing. It could be identified that the solvent had not been properly applied to the tubing during the assembly process.

Event description:
It was reported that the unspecified bd tubing set experienced component separation and leakage. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Tubing broke while fluids were infusing in patient. The break happened below the lumen connection site.